Manufacturer narrative:
This report is for an unknown cortex screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Used to capture surgical intervention and medical device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(4) 2020, the patient underwent a surgery for the removal of hardware and total hip arhtroplasty due to nonunion. During the procedure all the original implants were removed. The procedure was successfully completed without surgical delay. Patient status was good. This report is for 1 unknown cortex screw. This is report 8 of 9 for (B)(4).